Event description:
It was reported that during a routine checkup, the device clinic health care professional (hcp) called and reported observing this implantable cardioverter defibrillator (ICD) exhibit high out of range shock impedances on the right ventricular (rv) lead. It was noted that the rv lead was a non-boston scientific product. Technical services (ts) reviewed the device data and confirmed that there was a sudden jump in shock impedances that measured greater than 125ohms. Ts discussed possible causes with the hcp and recommended the patient be scheduled for an in person visit for further evaluation of the device and non-boston scientific rv lead integrity. At this time, the ICD and non-boston scientific rv lead remain in service. No adverse patient effects were reported.